Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the hcp aspirated a larger amount of baclofen than what appeared in the report (10 ml vs 4.4 ml). There were no reported patient symptoms. Further complications were not reported.